Event description:
Patient was revised to address loosening of the tibial and femoral. The tibia had collapsed into varus on the medial side and no cement was bonded to the implant upon removal. Osteolysis noted intraoperatively. The MFR of the cement used at the primary surgery is unk.

Manufacturer narrative:
Examination of the submitted devices revealed evidence suggesting device loosening in vivo. The investigation could not draw any conclusions about the root cause of the reported event; however, provided information stated no cement was bonded to the implant and was likely the contributing factor. The MFR of the cement used at the primary surgery was not reported. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.